Event description:
The customer reported that the 2800 system had a installation error and would not dock the film during a case. The 2800 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The leg extensions and sensors were cleaned and adjusted during the service call. The system was tested and found to be working as intended and put back into service.